Event description:
It was reported that during a procedure, pericardial effusion was noted. The case had proceeded as normal. A radio-frequency ablation was used to touch up the right superior pulmonary vein. As catheters were withdrawn to the right side, the physician suspected that the pericardial effusion was caused by this catheter. The patient was monitored for 20 minutes and effusion did not grow. Thus, a pericardiocentesis was not considered needed. No additional complications were noted. The procedure was completed successfully. The patient fully recovered, and it was not admitted to hospital beyond standard of care. In the physician's opinion, the device or procedure contribute to the patient complication. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).